Event description:
It was reported that: flushed cvc and discovered the medial lumen had a small hole in the distal portion where a drop of saline was dripping out when flushing. The hole appears to be where the small blue clamp may have been clamped a few times." The cvc was removed. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00534.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: flushed cvc and discovered the medial lumen had a small hole in the distal portion where a drop of saline was dripping out when flushing. The hole appears to be where the small blue clamp may have been clamped a few times." The cvc was removed. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00600 and 9680794-2025-00534.